Manufacturer narrative:
On 05/11/2016 the field service engineer (fse) evaluated the instrument. The fse fount that the tubing at the air mix temperature control (amtc) was cut. The fse replaced the cut tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the unicel dxh 800 coulter cellular analysis system. The volume of the leak was not specified and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous results were not generated. There was no change in patient treatment.